Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Caller (customer's grandson) reported a delivery issue on (B)(6) 2015, stating the customer had not received his replacement test strips and was therefore unable to test. Customer had initially reported receiving an ER-4 message on his adc blood glucose meter on (B)(6) 2015. Caller additionally stated that due to the customer being unable to test, he had to take the customer to the hospital "last (B)(6)" where they "lowered his blood sugar" and sent him home. No additional information was provided by the caller as he expressed frustration and refused to troubleshoot further. There was no report of death or permanent impairment associated with this event.